Manufacturer narrative:
The manufacturer previously reported the incorrect b5 verbiage, and it was corrected and updated in this report the manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging. There was no report or medical intervention. No additional information ca be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was thirty-two error codes found. The third-party service center concludes that they could confirm the customer's allegation and unit got scrapped. Date received by mfg and evaluation results code grid was updated.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging.there was no report or medical intervention. No additional information ca be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.